Event description:
In 2005, the lay user/reporter contacted lifescan and alleged that the lay user/pt's fast take meter was "having an issue". The medical affairs specialist called and left a message one day later for the reporter to call back and provide additional info. It was reported that the pt was having an issue with the meter, although the reporter did not know what the issue was and therefore, troubleshooting could not be completed. She did report that the pt was unconscious for a minute since her blood glucose level was high and she had not tested on the reported meter since it would not function. The pt had felt faint, had dry mouth, she was irritable and shaky at the time of concern. She was taken to the hosp where she was given an injection ("possibly insulin") and a pill of glucovance. The pt's medication regimen was not provided. Although the issue with the meter is not known, the pt was not able to test on the meter at the time of concern, she experienced high symptoms and was treated for hyperglycemia at the hosp. Therefore, this complaint is reported as an adverse event. A replacement meter was sent to the lay user/pt.